Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high threshold measurements, no sensing and loss of capture at maximum outputs. An invasive procedure was performed. The lead was explanted and another ra lead was successfully implanted without incident. No additional adverse patient effects were reported.